Manufacturer narrative:
The product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged due to twiddlers syndrome. Attempts to reposition the lead were unsuccessful due to helix issues. No additional adverse patient effects were reported.